Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable. Section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after implanting the drt150 model intraocular lens (iol) into the patient's operative eye. Damage on the iol was noted, damage was stated to be a scratch. The surgeon explanted the damaged lens and implanted another iol with the same model and power. It was clarified the patient was initially brought to post-op and about one (1) hour later was taken back into the operating room to explant the iol and implant the 2nd iol. The surgery was completed with no further complications or injuries to the patient. Photo of the iol is available. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-jun-2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received in a bag and a lens was received in another bag. The device was inspected under magnification. The handpiece was received with the plunge rod fully advanced. Viscoelastic residue could be identified through the length of the cartridge. No plunger rod or cartridge damage could be identified. A lens was received cut in half. One half presented with damage on the optic body. Photo device evaluation: the customer provided photos were evaluated. The photo display the complaint lens implanted in the eye with damage observed on the optic. Complaint issue "cosmetic issues" was not identified during photo and product evaluations. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.